Manufacturer narrative:
(B)(4). This is a report of use error, where the patient disconnected and allowed solution to flow out of their open transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from the transfer set during drain four of four of peritoneal dialysis therapy on the homechoice. The patient reported that they had disconnected and drained by allowing the solution to freeflow out of their catheter to check the line. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.